Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp single stage venous cannula with right angle metal tip, it was reported that the device malfunctioned. The customer stated that the device was cracked/broken. The packaging was fine, only this device was defective. The procedure was a triple valve repair replacement and when they were going off pump, the customer observed a breakage in the wire wounding on the cannula. The damage was not in the location of the sutures. The hemostasis cap was used when the introducer was inserted into the cannula body connector. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage/split in the device. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.